Event description:
It was reported that in (B)(6) 2024 the patient was implanted with a third-tube plate, various screws, and washers, which were described as titanium for a complicated, multiple fracture of the left ankle. Patient experienced an unsatisfactory healing course following surgical treatment. The patient later developed several inflammatory processes in the affected ankle joint, as identified by scintigraphic examination performed in (B)(6) 2026, approximately 17 months post-implantation. This led to the decision to remove all implants in (B)(6) 2026, which were subsequently provided to the patient. The patient expressed concern regarding the colored appearance (golden yellow, green) of the implants, questioning the material composition and its potential impact on biocompatibility, as the patient experienced what was described as a violent repulsion reaction. The implants were explanted.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.